Event description:
It was reported during a surgical procedure on (B)(6) 2025, patient lost left motors. Due to scar tissues, the physician decided to explant the entire system and the implant of new lead was aborted. Patient recovered motor post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.